Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and rec'd a result of 305 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test stirps were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found 2 out of 3 test strips to read an average of 9mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.